Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Approximately one (1) year post initial procedure, at routine follow-up, it was identified that the left limb had pulled back up into the sac leaving less than 1cm into the iliac. The physician elected to extend down to the hypogastric with implant of an additional ovation ix iliac limb. Reintervention was successful. The patient was reported to be discharged and doing great.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the additional endovascular procedure is unconfirmed. The cranial migration of the left limb is confirmed. The left limb length on the procedure planning (bifurcation to distal landing zone) was 87mm. It was reported the left iliac was only 10mm into the iliac artery (cranial migration). The lowest renal artery to the bifurcation was 130mm. Taking this into account the left iliac limb should have been positioned approximately 23mm into the left iliac artery. It was reported the left iliac was only 10mm into the iliac artery (cranial migration). This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be discharged and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated medical device problem: remove code 3026 h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.